Manufacturer narrative:
The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
The patient's mom heard the pump alarming several days after implant. When the pump was interrogated, multiple motor stalls and recoveries were noted in the event logs. The stalls lasted from 45 minutes to 8 hours with no correlation to any activity or magnetic interference. The pump was replaced. The patient had no symptoms related to the event. There was reported to be no patient injury. The patient was "doing well" the day after the pump replacement. The device system was used to deliver baclofen.